Event description:
The account alleged the side rail will not latch. No injury reported.

Manufacturer narrative:
The account found the side rail lower pivot bolt was missing from the side rail end tube. The account replaced the side rail lower pivot bolt to resolve the issue.